Event description:
It was reported via mw5109271 that a female patient underwent a breast surgery with two 350cc mentor smooth round moderate profile saline breast prostheses and experienced symptoms including dry mouth, dry eye, brain fog, chronic fatigue, depression, anxiety, back pain, fibromyalgia, intolerances to food, stomach distention, digestive issues, tooth decay, dry hair, red scabs on scalp, hashimoto¿s thyroiditis, swollen tongue, candidiasis , foot swelling, lump on right hand, pain in arms, swelling of hands, sore big toe, ankle swelling, joint pain, weight gain, tachycardia, swallowing issues post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the second of two devices.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).